Manufacturer narrative:
The investigation for the low pump flow has been completed. No product was returned. Log review showed suction alarms throughout the case, but a larger quantity on the last day of support as reported. Placement signal began to trend down in last 8 hours of case. There were no motor current spikes suggesting biomaterial ingestion. There were positioning alarms throughout the case, but no clinical details about positioning. Pump flow was about 4.0 l/min at p-7, sometimes dropping lower, during the last 8 hours. The root cause of the low pump flow was most likely patient condition related.

Event description:
The complainant reported that the patient on impella 5.5 support starting around midnight had suction alarms occurring off and on with mean arterial pressures in the 40s per the automated impella controller (aic). No changes noted to current drips of levo 3 and dobutamine 1. Continuous renal replacement therapy (crrt) was stopped earlier in the day and at this time the physician was not aware of pulmonary artery pressures. Flows remained at 4.0 lpm per pump and the patient arterial line went from 40s to 10s. The patient expired.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿